Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification during the load process. Customer was able to successfully load the cartridge onto the pump. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer stated elevated bg's are due to the cartridge running out of insulin and not changing the cartridge right away. Customer delivered a bolus to stabilize blood glucose levels.